Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose level. Customer¿s blood glucose was 2.3 mmol/l at the time of incident. The customer¿s current blood glucose level is 9 mmol/l. The customer was treated for low blood glucose with food. Customer was use insulin pump within 48 hours. Customer stated that auto mode features was not active at the time of low blood glucose event. The customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.